Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-feb-2019. With the following findings: evaluation revealed a crack in the battery compartment from the threads to the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05-feb-2019.